Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented for a magnetic resonance imaging (MRI). While attempting interrogation, it was discovered the leadless pacemaker (lp) was in MRI mode and required updated software to interrogate. The firmware was successfully updated. The patient was in stable condition.

Manufacturer narrative:
Upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.